Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced pericardial effusion and hypotension. During the procedure of concomitant atrial fibrillation (a fib) ablation and watchman insertion, faradrive steerable sheath was selected for use. It was mentioned that difficulties were noted while attempting groin access in the left groin. A transesophageal echocardiogram (tee) was performed to rule out thrombus and to obtain left atrial appendage (laa) measurements for watchman device, when a trivial pericardial effusion was noted at baseline. A non-boston scientific catheter was then advanced. The faradrive sheath and versacross connect assembly was introduced and transseptal puncture was successfully performed in a mid-mid position. The dilator was then removed and the sheath was aspirated and flushed. An orion mapping catheter was used to obtain a pre-voltage map, then removed. A flexwire was then inserted with the wire positioned in the left superior pulmonary vein. At that point, a drop in noninvasive blood pressure (nibp) was observed. Intracardiac echocardiography (ice) was used to check for effusion at that point the physician noted that baseline effusion was increased. The farawave was removed and pericardiocentesis was performed. Pericardial window was performed and the patient blood pressure was not stable. Blood was drained from the effusion, and a small perforation was observed posterior to the right atrial appendage (raa). The procedure was completed, and the patient was transferred to the cvicu (cardiovascular intensive care unit) and was hospitalized. Patient current condition is unknown. The device is not returning as it was disposed.